Event description:
A hospital in (B)(6) reported that they noticed condensation in two rt330 infant optiflow circuits during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hospital has confirmed that one of the complaint breathing circuits was discarded. The second complaint breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provided by the hospital and our knowledge of the product. A lot check could not be performed as no lot number was provided. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. However, it is possible that the observed condensate was influenced by environmental conditions, such as the ambient temperature. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple set up and environmental factors. If the complaint breathing circuit had been returned to fisher & paykel healthcare, the resistance of the heater wire would have been measured and the breathing circuit would have been connected to an opt312 optiflow junior interface and performance tested. The user instructions supplied with the rt330 infant optiflow circuit state the following: "patient monitoring is recommended."